Event description:
Post operative infusion of medication was not administered via the pump because, although the pump was going through the motions, pressure was not being applied on the syringe plunger to administer the dosage at the set rate. A few hrs later, after discovery of the problem, pt was given an 8 cc bolus of the medication and infusion was re-started with a second pump.